Event description:
Sometime during the week prior to the event the pt developed an upper resiratory infection and cough. The pt was taken to a local hosp and was reportedly comatose upon arrival. The pt was transferred to another hosp. The next day, the pt, who had been placed on the ventilator, was seen by the implanting surgeon and was pronounced dead by that evening. It has been reported that the pt was already on antibiotics (prescription name not provided) at the time the lumbar puncture was performed. The lumber puncture results were gram positive with an elevated white count.